Event description:
It was reported that on (B)(6) 2026, during an MRI breast biopsy using an atec sapphire, the user site reports not having enough suction. It is reported that the medical provider "had to perform more biopsies than necessary." Hologic technical support attempted troubleshooting via telephone; however, could not identify any type of vacuum issue. No further information is currently available.

Manufacturer narrative:
Device history record (DHR) review was unable to be conducted for the device at the time of this report. A follow-up report will follow with the information from the DHR.